Event description:
New information received stating that it was a 3.0 x 18 mm xience stent (unknown if rx or otw) that was implanted, not a promus as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had an unspecified promus stent implanted on (B)(6) 2010. The patient died on (B)(6) 2011. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.